Event description:
A hosp director of endoscopy reported that loss of image occurred during an esophagogastroduodenoscopy (e.g.d.) Procedure. The case was completed with a second scope and there were no complications related to the occurrence.